Manufacturer narrative:
Additional communication: b5, d6b corrected information: h6 device was discarded and not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause for the alleged issue could not be determined. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) confirmed that the patient had their pump and catheter explanted. Both devices were discarded. No additional information was available as the cs was not present at the procedure.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device remains implanted and was not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause for the alleged issue could not be determined. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Information was provided to post market surveillance reporting a patient having consistent unrelieved pain in their legs. Additional communication confirmed that a catheter dye study was performed and 0cc of fluid was aspirated indicating a blockage of the catheter. It is anticipated that the entire system will be explanted, but there is no specific issue with the pump. The only issue found was with the catheter.